Manufacturer narrative:
Attempts to follow up with the patient (user) and gain additional information did not receive a response. Limited information about the event was available. Patient was using four different devices so we cannot determine if any one of these devices may have caused or contributed to the event. The other suspect devices have been reported on separate medical device reports.

Event description:
Intermittent catheter patient (user) said the samples (as well as others sent) did not work and he got a urinary tract infection (uti) from using the m16c catheter with the k2 catheter insertion kit (gloves, bzk wipe, collection bag, underpad) and ultra m16c with the k1 catheter insertion kit (gloves, bzk wipe, collection bag, underpad).